Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated via remote patient monitoring for high, out-of-range shocking lead impedance on this right ventricular (rv) lead. Boston scientific technical services (ts) discussed that the lead could be monitored for now. No adverse patient effects were reported. This lead remains in service.